Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. The logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested and the issue of purge disc not detected was reproduced by connecting the purge cassette. It was confirmed that the purge flag was missing/broken. The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. The root cause for the purge disc not detected alarm was broken purge flag.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic had a purge disk/flag issue. The purge disc could not be recognized. However, the aic was replaced and it was recognized on another console. There was no reported patient harm.